Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure. The stent appeared longer than expected. Following an ipsilateral puncture, the epic vascular stent was deployed without difficulties. However, upon deployment, the epic vascular stent appeared to have lengthened to between 11 and 12cm. No further intervention was required. No patient complications were reported. This product is only ous approved, but it is similar to an approved us device.